Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after the customer filled the cartridge with 200 units of insulin, the cartridge leaked at the septum. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.